Event description:
The customer reported that the monitor is showing a speaker malfunction inop message; and further confirmed that there was no sound. The device was not in clinical use at time the issue was discovered. There was no adverse event or patient harm reported.